Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effect of atrial septal defect requiring intervention as listed in the mitraclip nt system instructions for use, ce, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported atrial perforation was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the patent foramen ovale (pfo) after use of the steerable guide catheter. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted successfully reducing mr to 2. After removal of the steerable guide catheter, a patent foramen ovale (pfo) with right-left, left-right shunt was observed. A closure device was implanted for treatment. No additional information was provided.